Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) thrombosis. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from ivc filter thrombosis and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced fracture, perforation of filter struts outside the inferior vena cava (ivc) and filter embedded in wall of the ivc. The patient became aware of the reported events approximately twelve years and five months after the index procedure. The patient has also experienced recurrent deep vein thrombosis (dvt). The patient continues to experience abdominal pain, leg pain, groin and upper thigh pain, bilateral extremity pain, weakness and dizziness.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4440 was used for 'deep vein thrombosis.' It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) thrombosis. The patient reported becoming aware of filter fracture, perforation of filter struts outside the inferior vena cava (ivc) and filter embedded in wall of the ivc, approximately twelve years and five months post implant. The patient also reported experiencing recurrent deep vein thrombosis (dvt), pain in the abdomen, leg, groin, upper thigh and bilateral extremity pain. Dizziness and weakness. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product remains implanted and therefore was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filters are not indicated for use in the prevention of deep vein thrombosis. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the nature of the complaint the reported pain, dizziness and weakness experienced by the patient could not be further clarified and may be related to underlying patient specific issues. With the limited information provided and no imaging available for review, a clinical determination cannot be made as to what factors may have contributed to the reported events. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.